Event description:
Reportedly, unstable pin; surgeon not able to fully close the instrument. Staples fell into the cavity. They were retrieved. Surgical time extended for approx 30 minutes. Sex: unk. Procedure: total mesorectal excision.